Event description:
Procedure: low anterior resection. According to the reporter: the device fired but did not staple. The surgeon used a new device to correct the situation. There was bleeding but less than 500cc. There was less than a 30 min delay in surgical time. There was no unanticipated tissue damage. There was unanticipated tissue loss. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).